Event description:
Info received indicated the left head siderail would not latch.

Manufacturer narrative:
Customer indicated the e clamp on the siderail bar was missing. The part was replaced to resolve the issue.